Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 7300tfx 27mm bioprosthetic mitral valve, implanted for four (4) years and 10 months, was explanted due to calcification and severe mitral stenosis. The patient presented with class ill chf. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve. The patient was transported to ICU in stable condition. The patient was discharged home on pod # 4. This patient underwent a redo tricuspid valve repair with a 26mm 6200 ring. Per received medical records: the patient developed symptomatic, severe bioprosthetic valve mitral stenosis; also has mixed stenosis and regurgitation of her tricuspid valve. Intraoperatively, the mitral valve was found to be heavily calcified. The valve was excised with sharp dissection and the annulus was debrided. A 29mm 7300tfx valve was implanted. Post-op tee showed well seated mitral valve. The tricuspid valve was repaired with a 26mm ring. Post-op tee showed only trace insufficiency.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b7 and h6. The explanted device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 7300tfx 27mm bioprosthetic mitral valve, implanted for four (4) years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.